Event description:
The customer reported her blood glucose reached 15.7 mmol/l (2583 mg/dl) less than 48 hours after the pod was activated and that the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product log met all acceptance criteria.